Event description:
It was reported that the patient underwent a face lift in 2002. Two months later, while holding an infant, the infants head hit the patient's cheek. There was alot of swelling. The swelling has subsided but has not disappeared. The patient continues to have inflammation and tenderness in the suture knot area. The physician plans to remove the suture.